Event description:
It was reported that a large volume infusor's "capsule" ruptured and leaked. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 10, 2012 to october 12, 2012. The sample was received for evaluation. A visual inspection did not identify any rupture or leakage. Functional leak testing was performed and identified a leak (backflow) of liquid at the fill-port. The backflow was the result of a glass fragment, approximately 0.80 mm in size, trapped under the check-band. The cause of the trapped glass fragment could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.